Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The external visual inspection revealed the silicone was sliced near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly elected revision surgery to undergo an MRI. The recipient is a non-user of the device. Revision surgery is scheduled.